Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges inaccurate insulin delivery. Caller reported sometimes the pump delivers more insulin than must be entered. No adverse event reported. No product will be returned due to custom and legal issues in (B)(6).